Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 14 charge processes had been documented. The charge drawn from the battery was checked and did not meet expectations. The icds capability to provide therapy could not be tested due to the already severely discharged battery. In a next step, the ICD was opened. The visual inspection of the internal structure showed no anomalies. The battery voltage was measured, this confirmed the discharge of the battery. The electronic module was then connected to an external voltage source and underwent an electrical function test. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The test of the current uptake of the electronic module, in particular, proved to be unremarkable. The battery was returned to the manufacturer for a destructive analysis. The battery analysis is currently ongoing. As soon as the analysis result for the battery is available, this report will be updated accordingly.

Event description:
Ous MDR - after an implantation period of approximately 47 months, it was reported that the ICD showed an error message indicating the ICD to be eos status since (B)(6) 2016. When the patient was asked about anything special which happened around this date, her son mentioned that his mother passed the airport body scan on (B)(6) 2016 by accident. The ICD was replaced and returned to biotronik for analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 14 charge processes had been documented. The charge drawn from the battery was checked and did not meet expectations. The icds capability to provide therapy could not be tested due to the already severely discharged battery. In a next step, the ICD was opened. The visual inspection of the internal structure showed no anomalies. The battery voltage was measured, this confirmed the discharge of the battery. The electronic module was then connected to an external voltage source and underwent an electrical function test. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The test of the current uptake of the electronic module, in particular, proved to be unremarkable. The battery was returned to the manufacturer for a destructive analysis. First, a microcalorimetric measurement of the battery was performed. This showed an increased heat tone. In a next step. The battery was opened and examined. In the process, an increased battery-internal self-discharge was detected, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation was the result of an increased self-discharge of the battery. The electronic module proved to be free of defects during the analysis.